Event description:
It was reported the insulin pump alarms setup not complete every time customer tries to use the bolus wizard feature. Settings on the device have been checked and inputted on another device and no alarm occurs. The device displays question marks. Customer was advised to return the device. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the bolus wizard functioning properly per bolus wizard sample in the user guide. No unexpected message "setup not completed" noted when using the bolus wizard feature. The device passed the self test. No cosmetic damage noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.